Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pump leakage. The pump had leakage issue. Some fluid move to air chamber which lead to cement can not be injected. And piston also is not very flat. Enclosed please find the defect photos

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device showed the cement in the mixing bowl and reservoir was stuck and could not be move. The reported condition of leakage of the pump could be confirmed as no leakage was found based on the evaluation. The cement inside the reservoir was solidified and stuck from the evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause cannot be determined. The reported condition of leakage of the pump could be confirmed as no pump leakage was found based on the evaluation. The cement inside the reservoir was solidified and stuck from the evaluation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.